Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is shutting down. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found faults 111 and 118 in the fault logs. The fse replaced the executive processor board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0770 sn: (B)(6) exec. Processor board this part was received with a reported unit failure message of unit shutdown and found fault logs 111 and 118. Performed visual inspection of this part received and part looks to be in condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The fat dept. Performed functional tests and all tests passed. The failure analysis and testing department pumped the unit. The failure analysis and testing department could not verify the failure message of unit shutdown and could not see fault logs 111,118. Exec. Processor board passed testing. Sending the board to supplier as per procedure. The following was submitted by (B)(4), manager of the maquet failure analysis and testing (fat) dept. Jf 04 sep 2024: the fat dept received pn: 0670-00-0770 sn: (B)(6) exec. Processor board from the supplier. The supplier evaluation states the following: 1. Perform visual inspection result: no defect 2. Aoi inspection results: no defect 3. X-ray inspection results: no defect 4. 1-wire test results: pass 5. Ict testing results: ict-0002 - fail 6. Hipot testing results: 2.02ma - pass 7. Fct testing result: passed. Failure analysis results: supplier found a failed u38 component. The fat dept will retain this part and process it for scrap as per procedure.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person: mfg site), g3, g6, h2, h6 (investigation conclusions) h11. The failure analysis and testing department received the following part associated with this complaint exec. Processor board this part was received with a reported unit failure message of unit shutdown and found fault logs 111 and 118. Performed visual inspection of this part received and part looks to be in condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual .the fat dept. Performed functional tests and all tests passed.the failure analysis and testing department pumped the unit. The failure analysis and testing department could not verify the failure message of unit shutdown and could not see fault logs 111,118. Exec. Processor board passed testing. Sending the board to supplier as per procedure. The fat dept received part exec. Processor board from the supplier. The supplier evaluation states the following 1. Perform visual inspection result: no defect 2. Aoi inspection results: no defect 3. X-ray inspection results: no defect 4. 1-wire test results: pass 5. Ict testing results: ict-0002 - fail 6. Hipot testing results: 2.02ma - pass 7. Fct testing result: passed. Failure analysis results: supplier found a failed u38 component. The fat dept will retain this part and process it for scrap as per procedure

Event description:
N/a.